Manufacturer narrative:
(B)(4). A visual and functional inspection of the device involved in the complaint could not be conducted since the device was not returned. The device history record of batch number 74h1502548 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No corrective actions can be implemented due to the lack of the device sample to perform a proper investigation and determine the root cause. The customer complaint cannot be confirmed. The root cause is unknown. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
Customer alleges "the water bottle is full however, the column is activating the low water alert on the heater". The alleged defect was detected during use. Per report there was no harm or injury to the patient.